Manufacturer narrative:
H3, h6: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records (DHR) showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar event. The naviopfs¿ system for unicondylar knee replacement released at the time of the complaint provides detailed instructions for placing the bone pins and tracker arrays. The user is instructed to instructed to keep the drill in line with the pin when attaching/detaching. The user's manual also states that the navio instrument kit consists of a two-level tray that contains the required instrumentation for the navio¿ system provides a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure. It is recommended that users have fully populated and sterilized backup trays on-site at the time of the operation in the event that any parts malfunction or become damaged during the procedure. This is an identified failure mode within the risk assessment. Factors that could have contributed to the reported event include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient's bone is harder than normal.

Event description:
It was reported that after the surgeon placed his pejorative set of bone pins, he flexed the leg. When he did so, the most superior bone pin on the femur seemed to shift and bend. Then later when he began to bur, he placed the bur on the bone and the bur snapped off. This left it in two pieces. The surgeon used another bone pin and a new bur and continued with the surgery with no significant surgical delay or patient injury.